Event description:
Initial assessment identified an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 6. The homepatient (hp) drained 4329 milliliters (ml). The fill volume was 2200ml. This drain volume meets iipv criteria.

Manufacturer narrative:
(B)(4). Device evaluation has been started but is not yet complete. Follow up information will be sent when it becomes available. User facility also submitted MDR report number (B)(4).